Event description:
When starting the dialysis session, blood was seen leaking from the exit site.

Manufacturer narrative:
The product has been returned to the manufacturer ,and is currently being evaluated. Results are expected soon.